Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: pt had a restoration of orbital floor volume using a pt specific implant. Surgeons noted the implant went in well, the anatomic fit was good, screwed in well and the volume of the orbit was restored as they hoped. Once the pt came round after the anesthetic, it was evident that he had no vision in the eye where the implant had been placed. Pt was brought back to the theatre that evening and the implant removed and the pt¿s sight is now coming back to normal. Surgeon noted; pt had previously had an unk titanium implant (which had not restored the volume and was subsequently removed), the pt had a lot of tough scar tissue at the apex, which they felt may have impacted on the outcome. Surgeon is still convinced that the implant was the correct shape, as the fit was so good and was not compressing the nerve. The implant may be used on the pt at a future date, to date surgery has not been scheduled.

Manufacturer narrative:
This device is used for treatment not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
(B)(4): obtained the lot number of the device. A review of the device history records has been requested. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. (B)(4): placeholder.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.